Manufacturer narrative:
This report is associated with (B)(4), sensodyne pronamel toothbrush.

Event description:
Nearly choked [choking]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. The reporter considered the choking to be related to sensodyne pronamel toothbrush. Additional details, patient did not kept the receipt as proof hence she had never thought there was going to be a problem with the toothbrush that she had purchased for her daughter. After 2 weeks of use, the bristles started to fall out (in her mouth while brushing her teeth) and she nearly chocked on them. She know it was not a child toothbrush, however her daughter was 10 years old and the head of it looked appropriately small and soft..adverse event nearly choked (no event of intentional misuse as product labelling had a lower age limit of 6 years and patient was 10 years) product complaint: after 2 weeks of use the bristles started to fall out.

Manufacturer narrative:
9615008-2018-00001 is associated with (B)(4), sensodyne pronamel toothbrush. Qa results: the review of manufacturing / packaging batch records is only possible if the batch information is communicated. No recall has been started by this article. A trend analysis with same product of complaint subject revealed a rise of the complaints of phantomas toothbrushes made in 2016 to the previous production years. In view of this, we have started an investigation which explores the cause for the increase complaints ((B)(4)). The reason for complaints with loosing tufts was found. During the period from 8th november till 8th december 2016 we produced with another specified material (B)(4) instead of (B)(4). As root cause an incorrect moulding temperature was identified. The affected lot codes are known. The issue was solved by changing back to the original material (B)(4) on 8th december 2016. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required. The complaint was closed as unsubstantiated. No manufacturing error has been detected. (B)(4).

Event description:
Nearly choked [choking] coughing [cough] swallowed something/bristles at the back of her tongue [foreign body in gastrointestinal tract] something stuck at the back of her throat [foreign body in pharynx] scared of brushing her teeth [apprehension]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) female patient who received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with sensodyne pronamel toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. The reporter considered the choking to be related to sensodyne pronamel toothbrush. Additional details, patient did not kept the receipt as proof hence she had never thought there was going to be a problem with the toothbrush that she had purchased for her daughter. After 2 weeks of used the bristles started to fall out (in her mouth while brushing her teeth) and she nearly chocked on them. She know it was not a child toothbrush, however her daughter was 10 years old and the head of it looked appropriately small and soft..adverse event nearly choked (no event of intentional misuse as product labelling had a lower age limit of 6 years and patient was (B)(6)) product complaint: after 2 weeks of use the bristles started to fall out. Follow up information was received from quality assurance department on 06 feb 2018; quality assurance analysis revealed the complaint to be unsubstantiated. Follow up information was received on 13 mar 2018; the (B)(6) female patient received gsk toothbrush (sensodyne pronamel toothbrush) toothbrush for drug use for unknown indication. Concurrent medical conditions included gum disorder (fragile gums). Concomitant products included sodium fluoride (sensodyne pronamel for children). On an unknown date, the patient started sensodyne pronamel toothbrush at an unknown dose twice daily. On (B)(6) 2018, an unknown time after starting sensodyne pronamel toothbrush, the patient experienced choking (serious criteria gsk medically significant and other: gsk medically significant), coughing, foreign body in gastrointestinal tract, foreign body in pharynx and apprehension. On an unknown date, the patient experienced product use in unapproved population, intentional product misuse and product complaint. Sensodyne pronamel toothbrush was discontinued on (B)(6) 2018 (dechallenge was positive). On an unknown date, the outcome of the choking, coughing, foreign body in gastrointestinal tract, foreign body in pharynx, product use in unapproved population and intentional product misuse were recovered/resolved and the outcome of the apprehension and product complaint were not reported. It was unknown if the reporter considered the coughing, foreign body in gastrointestinal tract, foreign body in pharynx and apprehension to be related to sensodyne pronamel toothbrush. The patient was brushing her teeth when reporter heard her coughing in the bathroom. The patient told she swallowed something and also still has something stuck at the back of her throat. When reporter looked in her mouth reporter saw some bristles at the back of her tongue. The bristles from the toothbrush dislodged while she was brushing her teeth. The patient was now unfortunately scared of brushing her teeth although reporter explained that it must have been the silicone part that was not keeping the bristles strongly in place. The consumer fully aware that this toothbrush was designed for adults, however taking into consideration its small head and soft bristles reporter thought it would be appropriate for reporter's daughter as well (the patient did not want any children toothbrushes).